Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient reported to the clinic that she was unable to use her speech processor and a replacement was issued via post. When that failed to resolve the problem, an appointment was made for her to be seen in the clinic. The patient previously reported a "muffled" quality to the speech she receives via her speech processor. In 2007, testing was performed which showed the device to be functioning within specification. Add'l testing was carried out 2 weeks later, which confirmed that the device has malfunctioned. No head trauma or other significant history has been reported.